Manufacturer narrative:
The reported event of of egm pauses was not confirmed. The device was in backup vvi due to exposure to cold temperature after explant. Analysis was normal. No anomalies were found. Additional information: d10.

Event description:
Related manufacturer reference number: 2938836-2019-17359. Additional information indicates that the patient presented with possible loss of capture on the right ventricular lead. Because it was unclear if the pause episodes were caused by the lead or the device, the physician elected to exchange the device and cap and replace the right ventricular lead (B)(6) 2019. There were no further patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the pacemaker dependent patient presented in the hospital, multiple pause episodes were seen on surface electrocardiogram (ECG). Device sensitivity was increased and another pause episode was seen. All measurements were normal. It was noted that diaphragmatic stimulation was present at high outputs. Device sensitivity was increased again but the device was not programmed voo because the patient had premature ventricular contractions (pvcs). It is possible that the pause episodes were a result of low output or inhibition caused by oversensing noise, but noise was not reproducible in clinic. The patient is stable and continues to be monitored.